Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue was the device had no channel ID when plugin to 8015 device either left or right side of iui was not identified during the customer call. Technician has recommended to replace logic board if the error still occurs, sending the module to the factory.

Event description:
It was reported that the 8100 had no channel ID when plugin to 8015 device either left or right side of iui. Tried to replace bezel assembly but remain no channel ID indicator. There was no patient involvement.